Event description:
Received info stating that due to a ventilator malfunction pt was placed on a second ventilator. The ventilator had operated on battery power for over 30 minutes before shutting down. The pt was not harmed or injured as a result of the event. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and recharged the battery. The unit passed extended self testing.